Event description:
The account reported the brakes are not functioning and the bed wobbles when transporting pts. The bed was located in room 788-1 at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the account did not have the brakes fully engaged and steer was in the wrong position. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician set the brakes correctly and in-serviced the account on the brake functions to resolve the issue. Based on this info, no further action is required.